Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported events of obstruction as follows: obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the reported events of nausea as follows "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain and dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."

Event description:
Pt reported the explantation of a lap-band system due to alleged abdominal pain, nausea, vomiting, erosion, severe bowel obstruction, small bowel volvulus, constipation, chest pain, postoperative gastric leak, an infectious abscess, a left pleural effusion, malnutrition, difficulty maintaining weight, and general health deterioration. The pt had began experiencing the symptoms of severe abdominal pain, nausea and vomiting about 2 years after placement of the lap-band system. During "various diagnostic studies" the pt was "diagnosed with a severe small bowel obstruction. The physician performed a diagnostic laparoscopy and an exploratory laparotomy and discovered that the connection tubing portion of the lap-band system that connected the gastric band and the access port within the gastric banding system had incorporated itself within [the pt's] small bowel mesentery and small bowel thereby causing a small bowel volvulus that caused a small bowel obstruction in [the pt]. The surgeon freed up the connection tubing portion of the lap-band system from [the pt's] mesentery and small bowel and performed a small bowel resection to remove a portion of [the pt's] small bowel that had been injured and damaged as a result of its positional involvement with the connection tubing of the lap-band system." The surgeon chose to leave the lap-band system, including the connection tubing in place in [the pt's] body at the end of the surgery. After the surgery, the pt experienced "significant abdominal pain and constipation." Another physician performed a colonoscopy and "discovered that a plastic foreign body had penetrated the wall of [the pt's] colon. It was later determined that the offending plastic tubing was a portion of the connection tubing of the lap-band system that had been surgically implanted." The second physician referred the pt back to the original surgeon for surgery to "remove the lap-band system connection tubing from [the pt's] colon." During explant surgery, the "surgeon discovered that the connection tubing of the lap-band system had eroded into the [the pt's] stomach as well as into [the pt's] colon." During that surgery, the surgeon removed the entire lap-band system from [the pt's] body and "surgically repaired [the pt's] colon in the area where the connection tubing had eroded the wall of the colon." The surgeon then "performed a sleeve gastrectomy upon [the pt] and repaired injury and damage to the stomach that had been caused by the connection tubing of the lap-band system." After undergoing the explant surgery, "[the pt] continued to experience abdominal pain, developed chest pain, and experienced recurrent nausea and vomiting. [The pt] was diagnosed with a postoperative gastric leak, an infectious abscess, a left pleural effusion, and malnutrition. [The pt] has had great difficulty in maintaining oral nutrition and has been forced to undergo tpn nutrition in an attempt to maintain [the pt's] weight and health."